Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on september 23, 2017 with blood glucose of 62 mg/dl at the time of the incident. The customer used food and juice and was given intravenous fluids to treat. The customer experienced symptoms such as shaking. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer reported having sensor issues. The insulin pump will not be returned for analysis.